Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 41622. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a worn lcd lens, the downstream seal was loose, and the battery door was cracked. Event history log review confirmed system fault 41622 occurred 5 times. Functional testing was able to replicate the reported issue; the pump was powered up and last error code 41622 displayed; a loud clicking sound was heard during the motor test; the pump lost power after the third attempt of activating the motor. Investigation of the motor geartrain assembly found that a latch lock screw had pinned itself in-between the camshaft and motor. The root cause was determined to be the latch lock screw; the screw seized the camshaft from rotating, casing an intermittent system fault 41622. The loose latch lock screw was removed and camshaft inspected for visual damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.